Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump made them reset time and time when trying to clear the unexpected restart alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the alarms occurred shortly after inserting a new battery. The customer was unable to complete troubleshooting at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.